Event description:
The end user was walking on a sidewalk and rolled into an uneven part of the pavement causing the right front fork to shear off. The user stumbled but did not fall or receive any injury.